Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They provided what the patient's weight was at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-oct-30. The patient had scheduled a follow up on 2017 (B)(6) with a different rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They confirmed the patient received sufficient coverage following the lead revision and recovered from the lead revision without injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2017 the patient had met with a manufacturer representative who turned their stimulation on and programmed their settings. Later that day when walking their dog, the patient noticed the stimulation was not in the right location and they were still hurting. They were implanted for pain that goes right at the belt line on their left side, and the pain goes straight to their brain. It was noted that the stimulation was instead going from the belt line down their leg to their foot. The patient had stated they don't care and don't need to feel stimulation in their leg. It was also noted the stimulation was almost where the pain was but not quite because the stimulation needed to be moved up about two inches. The patient was only set up with one group (group a), which had two programs. They were redirected to the doctor to have an appointment set up with the manufacturer representative. Additional information from the consumer on 2017-02-22 reported that they were late for their appointment with the manufacturer representative. The patient was redirected to contact their health care professional (hcp) office to contact the manufacturer representative they would be meeting with. Additional information was received from the hcp on 2017-02-22 reporting that they had checked the leads and they just needed to be reprogrammed as the programming had not covered the pain. The reprogramming included new groups with 1 as conventional stimulation and 1 with hd settings. The issue was reported to be resolved and the patient was now receiving pain coverage. Additional information was received. The patient reported that the manufacturer representative was informed about the stimulation not covering the pain at the appointment on (B)(6) 2017. The patient stated that the manufacturer representative reprogrammed the ins "just right" and that they were mostly getting the stimulation where they need it. No further complications are anticipated. Additional information was received from the consumer regarding the patient. It was reported that there was undesired stimulation going to the kidney area. It was noted that the stimulation was painful. The patient was redirected to follow-up with his healthcare professional to be reprogrammed. No further complications were reported. Additional information was received from the consumer regarding the patient. It was reported that the patient had 3 square inches of pain at the waist. The patient stated that the representative (rep) had a hard time isolating the stimulation to where the pain was when they last tried to reprogram but it was better than before. The patient reported that the therapy was not helping anymore because the stimulation was all the way up the kidney and needed to be 3-4 inches along the waist line. He reported that ¿out of desperation¿ he turned the stimulation up as high as it would go to 10.5 and left it there for 15-20 minutes which caused sharp kidney pains. The patient also stated that the stimulation was too broad and he wanted it more redefined. It was noted that the patient met with a rep for an initial reprogramming session at the end of february or the first of march. The patient was redirected to follow-up with a healthcare professional to be reprogrammed. No further complications were reported. Additional information was received from a patient on 2017-apr-12. The patient was calling to have request a manufacture representative (rep) at their appointment with their healthcare professional (hcp) today at 1 pm to make an adjustment. A rep was requested. No further complications were reported/are anticipated. Additional information was received from the consumer regarding the patient. It was reported that the patient needed another reprogramming session as the issue was still occurring. The patient stated that they met with someone in april but it only worked for a short while. No further complications were reported. Additional information was received from a patient on 2017-may-12. The patient wants to schedule an appointment with a manufacture representative (rep) to optimize their therapy. So far they cannot get it right and would like it to ¿pin point¿ better than what it is. The patient restated having stimulation going up to their kidney. The patient stated that it has been reprogrammed twice now but needs to work better. They have had 2 reps work on it. The patient was redirected to follow up with their healthcare professional (hcp) to schedule a reprogramming session with the rep and it was reviewed that sometimes it takes multiple reprogramming sessions to adjust the therapy. Additional information was received from a patient on 2017-may-22. The patient has stimulation in an undesired location since implant. The stimulation is not hitting the spot and they feel it in their butt when their pain is in their back. Someone called the patient stating that a rep could meet at 1:15 pm on (B)(6) 2017 but the patient did not know what office. The patient was redirected to call their hcp. No further complications were reported. Additional information was received from a manufacturer representative on 2017-oct-10. It was reported that the patient was not satisfied with their low back coverage. It was reported that there were no factors that led to the lack of low back coverage. The patient requested that the lead be revised so that it would provide better back coverage. The impedances were found to be normal and the patient did not want to attempt reprogramming on they day of the procedure. The revision was performed and it was unknown if the lack of coverage was resolved at the time of the report. No further complications are anticipated.